Manufacturer narrative:
(B)(4). Date sent: 9/30/2021 d4: batch # u5d51u investigation summary a photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device 60 mm from top view with the bailout door removed, with the battery pack loaded, the closing trigger and anvil in closed position and with a green reload loaded on the device. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with one gst45g reload loaded in the device. The reload was received partially fired 1/2 and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgical video was checked, and it was confirmed that the staples were formed properly. The colostomy was performed. It is unknown if it was because of the deficiency of the device. It is unknown what the patient¿s condition is. It is difficult to gather information due to covid-19.

Event description:
It was reported that during a robot-assisted rectum procedure, the device loading the green cartridge clamped the intestinal tract and fired. The 1st firing was completed, but at the 2nd firing, the device clamped a forceps and fired, then an electronic sound was heard, the knife stopped moving, and the jaws did not open. The manual override lever was used, but the jaws did not open. Another port was added, and the target tissue on the anus side was fired by an echelon 60 loading a green cartridge. After that, the manual override lever was used, and the device could be released. The tumor was in the ra and rb. The patient is a male with obesity shape. The surgeon acknowledged that it was not related to an alleged deficiency of the device, but a human error. No further information is available.